Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. On the same day, patient suffered pci related myocardial infarction. Investigator assessed event is not related to device or antiplatelet.

Manufacturer narrative:
Additional information: cec adjudicated mi as no event, no side branch occlusion. If information is provided in the future, a supplemental report will be issued.